Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this right atrial (ra) lead had an infection/sepsis. The patient mentioned that this lead eroded through the skin. The physician experienced removal difficulty due to tissue growth on this lead. Eventually, this lead was explanted. No additional adverse patient effects were reported.